Event description:
The customer reported that the 840 ventilator screen had a blank screen while in use on a pt. The pt was not harmed or injured as a result of the event. Covidien inspected the device and upgraded the graphical user interface (gui) display from 9.4 to 10.4 display. The ventilator passed all testing.

Manufacturer narrative:
(B)(4).